Manufacturer narrative:
Insulin pump was received with a critical pump error alarm and unable to download, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify frozen display, the motor arm cannot communicate with the main arm alarms due to critical pump error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error and multiple pump error. Customer's blood glucose level was 80 mg/dl. The customer declined the troubleshooting. The customer states alarm cleared by selecting ok. The customer states insulin pump screen did not turn off. Customer's outcome pertaining to the complaint. Customer advised to disconnect the insulin pump. The device will not be returned for analysis.